Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had repeated no delivery alarms. The customer's blood glucose was 560 mg/dl. Troubleshooting found insulin was able to exit during a fixed prime. Customer also stated the cannula was not bent on the infusion set. It was also found insulin was able to exit, but a no delivery alarm occurred during a second fixed prime. The customer was advised the infusion set may been occluded. The customer declined to return the insulin pump for analysis.